Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that corrosion/rusting was observed in a vapr vue wireless footswitch. Per service manual operational and diagnostic, this complaint can be confirmed. It was found during evaluation that the foot switch was corroded. The complete system was replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device is responsible for the rusty footswitch. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in italy that preoperatively to an unknown procedure on an unknown date, it was observed that the vapr vue wireless footswitch device had corrosion/rusting. There was no surgical delay reported. There were no adverse patient consequences reported. No additional information was provided.